Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on after it had been exposed to water in a swimming pool. The reporter noted there was moisture in the battery compartment and behind the display lens. There was no damage to the battery compartment or the battery cap, and the battery cap was secure and tight. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): visual inspection revealed a battery compartment crack and corrosion inside the battery compartment. The pump fails to power on, and therefore testing could not be adequately completed. Leak testing revealed a battery compartment leak, and there was evidence of moisture damage found inside the pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Additionally, owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.